Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and low blood glucose level. The customer's high blood glucose was 500 mg/dl and low blood glucose level was 38 mg/dl at the time of incident. The customer was assisted to perform the troubleshoot. The insulin pump will not be returned for analysis.